Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient has pneumonia and was shocked. The atrial rate was greater than ventricular rate and the implantable cardioverter defibrillator (ICD) delivered eight shocks which is considered therapy exhaustion and inappropriate, since the patient experienced an atrial fibrillation with rapid ventricular response episode. Technical services recommended some programming changes. Remains in service. No additional adverse patient effects were reported.